Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade on harmonic ace curved sheath suddenly broke off. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately 0.444" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On (B)(6)2025, the following additional information was obtained: the instrument was inspected prior to use and no damage was noted. The surgical task was being performed when the fragment fell into the patient was grasping. The cause of the instrument breakage the surgeon believes could be the quality. The instrument was in use for about an hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside of the patient due to an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. The fragment was retrieved with another forceps by an assistant. The surgeon visually confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was available for return. There were no photographic images of the device or video recordings of the procedure available.